Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was experiencing high powers, high flows and low pls. The hospital suspected pump thrombus and administered medication.

Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information (approximate age of device: 1 year 10 months 7 days): correction. A correlation between the lvad (device) and the report of suspected thrombus could not be determined. No autopsy was performed and the device was not returned. Although the root cause for the reported event could not conclusively be determined without an evaluation of the lvas, the device's approved labeling lists device thrombosis as an adverse event that may be associated with the use of the left ventricular assist system (lvas). A review of device history records showed no deviations from manufacturing or qa specifications. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient was discharged and then readmitted a week later with recurrent thrombus. At the time, the patient reportedly did not get the international normalized ratio (inr) checked and forgot refill his coumadin when instructed. The patient was discharged again, went home, realized he was out of coumadin and missed 2 doses and again did not get his inr checked. Pump power reportedly increased and the patient declined to go to the hospital. He presented to a regional hospital then agreed to go to the lvad implanting center. During transport, the patient reportedly suffered a stroke (bleed in his head and embolic stroke) on the helipad and was sent to another facility. The follow-up information received from the hospital indicated, approximately 2 months, 22 days after the initial reported event, that the patient expired due to respiratory failure. An autopsy was not performed and the outcome was reportedly not related to the suspected pump thrombus.